Event description:
Per international affiliate; surgeon reports that one of the distal slits seemed to be closed when testing the valve before implantation. However, surgeon implanted the valve. The valve did not perform properly and the pt presented excessive intra-cranial pressure. The valve was explanted and replaced with a new one.